Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The hospital style bed collapsed due to the breaking of a bolt/screw mechanism.